Manufacturer narrative:
A ge rep evaluated the system and reseated the ps3 cables. System operates as intended.

Event description:
Customer reported the table fluoroscan does not work. No pt injury was reported.